Manufacturer narrative:
As of 02/23/2026 aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.

Event description:
According to the initial report received on january 13, 2026, the consumer stated that the product caused injured on her toe after running a marathon. In the completed customer information request (cir) form submitted on (B)(6) 2026, the consumer reported that she wrapped the product around her right foot, as she always does, and ran a marathon. She experienced stinging pain during the run; upon finishing and removing her shoes, she noticed that her foot was bleeding. The consumer went to the medic tent, and was informed that the plaster had ripped off her skin during the run, causing a deep abrasion. The consumer confirmed that the symptoms corrected after she stopped using the product. The area has been treated, and the wound is healing.